Event description:
Customer reported he dropped his insulin pump in a lake and now it is not working. The device is frozen. The screen is cloudy around the edges. Customer's blood glucose is 79 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Insulin pump received with frozen display anomaly due to moisture damage at electronics assembly. Insulin pump had moisture damage on battery tube. Insulin pump received with scratches on reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.